Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), pain ("increasingly severe pain"), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding/ horrible bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), rash ("excessive rashes"), tooth disorder ("dental problems") and tooth fracture ("teeth breaking"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fibromyalgia, pain, discomfort, menorrhagia, back pain, abdominal pain, abnormal weight gain, fatigue, rash and tooth disorder had not resolved and the tooth fracture outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, discomfort, fatigue, fibromyalgia, menorrhagia, pain, pelvic pain, rash, tooth disorder and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), pain ("increasingly severe pain"), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding/ horrible bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), rash ("excessive rashes"), tooth disorder ("dental problems") and tooth fracture ("teeth breaking"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fibromyalgia, pain, discomfort, menorrhagia, back pain, abdominal pain, abnormal weight gain, fatigue, rash and tooth disorder had not resolved and the tooth fracture outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, discomfort, fatigue, fibromyalgia, menorrhagia, pain, pelvic pain, rash, tooth disorder and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received case become incident with removal date was added. Product indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.